Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned, and the reported 32056 error was confirmed and replicated. In system logs, the 32056 error was followed by a 1123 error indicating searchlight fault on the pitch, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where 32056 error was triggered by indicating fault. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where agc current was found to be failing on the pitch searchlight with 1123 errors. During testing, the pitch searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The probable root cause of this issue is attributed to issues with the pitch searchlight ffc on an aca encoder of usm1.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, repeated recoverable error 32056 occurred on universal surgical manipulator (usm) 1. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed the 32056 error in the logs pointing to the axes controller, arm (aca) on usm 1. The tse advised the customer to disable usm 1 to resolve the issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer disabled usm 1 and completed the procedure with the remaining three usms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.